Event description:
It was reported that a malfunction occurred, displaying a malfunction code of malf 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Tandem technical support provided information on how to reset the pump, but the customer could not complete the reset at that time and planned to call back for further assistance.